Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the pump was placed and immediately the pump would not achieve flow of more than .5 liters, with constant suction. The team suspected right heart failure, although the pump acted as if it had ingested a clot. This impella was removed and a new impella placed. Additional information noted that the patient died, no further information was provided. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the low flow and its relation to impella were not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.